Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mask was not maintaining proper position once an endoscope was inserted. During use, the mask shifted upward toward the patient¿s eyes, resulting in inaccurate capnography and spo2 readings and requiring staff to manually hold the mask in place throughout the procedure. The mask edges were described as rough and curling outward, contributing to contact with the eye area. One patient safety event was reported in which a patient sustained an eye scratch attributed to mask movement. A staff also reported that mask straps are either not included or are not sufficiently sturdy to secure the mask. Anesthesia staff raised concerns and suggested the use of an eye shield; however, concerns were noted regarding potential skin injury from adhesive use and the need to use an accessory to mitigate the mask¿s performance issues.

Manufacturer narrative:
This report was submitted in error. It has been determined that medtronic does not have regulatory reporting responsibility for this device. The legal manufacturer has been made aware of this incident. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.